Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually and microscopically examined, and functionally tested. The fiber returned in three pieces; the fiber tip was broken into two pieces. Microscopic inspection revealed the fiber tip was degraded. Therefore, the reported event was confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber tip breaks. Based on analysis results, the interaction between the user and device most likely caused or contributed to the identified fiber tip break.

Event description:
It was reported that the fiber burned during laser irradiation and outside the patient. The fiber was disconnected. The procedure was completed with another fiber. There were no patient complications. The fiber was returned and analysis identified a cap break.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The fiber was visually and microscopically examined, and functionally tested. The fiber returned in three pieces; the fiber tip was broken into two pieces. Microscopic inspection revealed the fiber tip was degraded. Therefore, the reported event was confirmed. It is likely that procedural handling of the device during set-up and use contributed to the fiber tip breaks. Based on analysis results, the interaction between the user and device most likely caused or contributed to the identified fiber tip break.

Event description:
It was reported that the fiber burned during laser irradiation and outside the patient. The fiber was disconnected. The procedure was completed with another fiber. There were no patient complications. The fiber was returned and analysis identified a cap break.